Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("migration of essure device- location of device: pelvic area, hip bone area") in a 34 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of endometriosis. Concurrent conditions were listed as irregular menstrual cycle, night sweats, anxiety, irregular menstruation, low back pain, ear pain, dizziness, sleep difficult and kidney stones. Concomitant products included opioids for nephrolithiasis since (B)(6) 2015, norco (hydrocodone bitartrate;paracetamol) for nephrolithiasis since (B)(6) 2015 and flomax [tamsulosin hydrochloride] for nephrolithiasis since (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced nervousness ("nervousness") and anxiety ("anxiety"). In 2014 she experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), abdominal pain ("abdominal pain"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2015 she experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). An unknown time later she experienced device dislocation (seriousness criterion medically important), pelvic pain ("pain (pelvic)") and endometriosis ("endometriosis (worsened after essure)"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, anxiety, bladder disorder, device dislocation, dyspareunia, endometriosis, heavy menstrual bleeding, nervousness, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure administration. The reporter commented: she did not underwent essure removal, and was planning currently planning for essure removal in 2018. Essure insertion date discrepancy noted (B)(6) 2013 as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on 23-oct-2013: results: total bilateral occlusion; on (B)(6) 2014: results: total bilateral occlusion ¿concerning the injuries reported in this case, the following ones were described in patients medical record: vaginal haemorrhage, anxiety, nervousness, menorrhagia and abdominal pain.". Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6) 2022: plaintiff fact sheet received. Reporter information updated. Reporter causality comment updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("migration of essure device- location of device: pelvic area, hip bone area") in a 34 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of endometriosis. Concurrent conditions were listed as irregular menstrual cycle, night sweats, anxiety, irregular menstruation, low back pain, ear pain, dizziness, sleep difficult and kidney stones. Concomitant products included opioids for nephrolithiasis since (B)(6) 2015, norco (hydrocodone bitartrate;paracetamol) for nephrolithiasis since (B)(6) 2015 and flomax [tamsulosin hydrochloride] for nephrolithiasis since (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced nervousness ("nervousness") and anxiety ("anxiety"). In 2014 she experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), abdominal pain ("abdominal pain"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2015 she experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). Essure was removed on (B)(6) 2022. An unknown time later she experienced device dislocation (seriousness criterion intervention required), pelvic pain ("pain (pelvic)") and endometriosis ("endometriosis (worsened after essure)"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, anxiety, bladder disorder, device dislocation, dyspareunia, endometriosis, heavy menstrual bleeding, nervousness, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure administration. The reporter commented: she did not underwent essure removal, and was planning currently planning for essure removal in 2018. Essure insertion date discrepancy noted (B)(6) 2013 as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: results: total bilateral occlusion; on (B)(6) 2014: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: vaginal haemorrhage, anxiety, nervousness, menorrhagia and abdominal pain." Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 03-feb-2023: essure stop date and procedure surgery(partial hysterectomy) were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.